Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on act button. J2 connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test and self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 450 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. The customer was treated with manual injection. Customer also stated that the insulin pump was alarmed with all button error. The customer declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.